Event description:
It was reported that on (B)(6) 2010, the pt's personal therapy manager (ptm) had an error of 8286 (empty reservoir). The refill date of the pump was not reported. The pt was seen on (B)(6) 2010 and was noted to be experiencing withdrawal symptoms which included nausea, vomiting and severe pain. It was believed that the pt was having a "heart attack"; emergency medical services was called. The pt was admitted to the hospital for observation for one night. No device troubleshooting was reported. The pt was seen again on (B)(6) 2010 and had severe pain. The pump was refilled with hydromorphone 10 mg/ml and ptm parameters were programmed. The pt was provided with a new ptm. On (B)(6) 2010, the pt was seen again and was "doing well"; recovered from event.

Manufacturer narrative:
(B)(4).